Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. During the product history review of the product code 050-87216 with lot number 22kr08106, a nonconformance was found related to the failure mode as alleged in the complaint. The nonconformance found was against the cassette, as a damaged in the cassette film was found. The alleged event ¿patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment." Was confirmed based on the nonconformance found during the DHR review performed since the damage reported could lead to leak on the cassette. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. IFU# 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information h6 health effect impact code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that there were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day¿s treatment and to call if they encounter any further issues. The patient¿s peritoneal dialysis registered nurse (pdrn) called back to report that the patient was on strong antibiotics due to the leak. At that point, fresenius technical support issued a replacement cycler to the patient. The pdrn reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. There was no patient injury or illness stated upon initial reporting. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.